Event description:
It was reported by customer's friend that a car accident happened due to low blood glucose. Customer's blood glucose level was 45 mg/dl. Customer was treated by emt at time of the accident. Customer was driving the car. Customer was hospitalized for three months. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.